Event description:
It was reported when using the pyxis medstation es system, the station was operating in a disconnected mode and continued to freeze after retrieving all medications. The customer reported that each time they retrieved medication, it would freeze, resulting in a delay of few minutes to retrieve another medication, thereby impacting the workflow of patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the power-saving option for the network cards was enabled and required disabling. The technical support specialist unchecked power-saving option and disabled bluetooth adapter to address the issue. The system functioned as intended after the technical support specialist troubleshooted the device.